Event description:
It was reported the guidewire was left in an unknown central venous catheter. The catheter was used for a femoral line insertion (central line placement). A review of the post-operative chest x-ray noticed that the guidewire for the right internal jugular vein was left in the catheter. A consult to interventional radiology was made and removal of guidewire under fluoroscopic guidance was performed in the right femoral vein. Due to this occurrence, the patient required hospitalization and an additional procedure for removal of the guidewire. The customer reported it was unknown if the patient experienced any adverse effects due to this occurrence. The customer also gave feedback on why the incident possibly occurred and stated the following: "the kit was complex and had many parts and steps. The guidewire case was opaque and had no obvious indicator of an ending. There was no forcing function to remove the guidewire. Outside of the small markers there is no visual cue or tactile cue to tell the user the guidewire had reached its end; additionally, the cook guidewire case had no clear indication of inserted length. If the user forgot to pull the guidewire all the way through the middle line, then there was always a risk of the line being capped and flushed without the user immediately noticing that the guidewire was retained. It was easy to forget unnecessary caps on each line. The guidewire markings were not salient. The color or shape did not pop out. The markers were not visible due to low contrast ratio, small size 1cm, and occlusion by the hands." The customer recommended to have an easy to see colored ending/tip on guidewire to indicate the end, have a clear guidewire case to help user know how much of the wire was remaining, and have a design that forces the user to stop and remove the guidewire. No other adverse effects were reported for this incident.

Manufacturer narrative:
Implant date: device implanted february 2021. Explant date: device explanted after implantation september 2022. Report source other: medwatch (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported by a representative of carilion roanoke memorial hospital that a wire guide from an unknown central venous catheter set was retained in a patient. The device was required for placement of a right femoral central venous line. After the catheter was placed, a post-operative x-ray revealed that the wire guide was left in the catheter. As a result, the patient required an additional procedure in interventional radiology to remove the wire guide with fluoroscopic guidance. The patient also experienced prolonged hospitalization due to this occurrence. Reviews of complaint history, device history record (DHR), specifications, and instructions for use (IFU) of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. The rpn of the complaint device was not provided. The rpn was assumed to be c-utlmyj-701j-rsc-abrm-hc-fst-a-rd, cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray based on review of overall sales. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify failure modes prior to distribution. As the customer did not provide a complete rpn and/or lot number, cook medical performed an expanded sales search from 10mar2020 up to 10mar2023 for the complaint device/lot. Due to the numerous amounts of lots sold to the reporting customer, cook medical was unable to identify the complaint lot. As a result, cook medical inc. Was unable to review the device history record. Based on the available information, cook has concluded there is no evidence suggesting that the device was manufactured out of specification, and there is no evidence suggesting that nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU packaged with suspected device contains the following in relation to the reported failure mode: device description cook polyurethane central venous catheters incorporate separate, non-communicating vascular access lumens within a single catheter body. Sets and trays also contain an appropriately sized access needle, a wire guide and accessories for use in percutaneous vascular access procedures. Intended use every effort must be made to ascertain proper tip position in order to prevent erosion or perforation of central venous system. Tip position should be verified by x-ray and monitored on a routine basis. Periodic lateral view x-ray is suggested to assess tip location in relation to vessel wall. Tip position should appear to be parallel to vessel wall. To avoid vascular injury, do not use excessive force when advancing dilators. Use the smallest size dilator catheter placement will allow. Wire guide must always lead dilator by several centimeters. Do not advance dilator more than a few centimeters into the vessel. These products are intended for use by physicians trained and experienced in the placement of central venous catheters using percutaneous entry (seldinger) technique. Standard seldinger technique for placement of percutaneous vascular access sheaths, catheters and wire guides should be employed during the placement of a central venous catheter. Instructions for use¿ 9. After catheter is in position, remove wire guide¿ based on the information provided, no device return, and the results of the investigation, cook medical has concluded the root cause category would fall under unintended use error. The reported difficulty was most likely related to the actions of a healthcare professional, patient, or other device user. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.